Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient was using the omnipod system at the time of death. The patient was wearing a freestyle libre cgm which was indicated by the hcp to not alarm. The patients blood glucose (bg) levels were found to be at 20 mg/dl. The hcp stated that there is a lot of unknown circumstances surrounding the patients passing and it is unclear if they gave them selves too much of a bolus or miscalculated the insulin needed or if there was any sort of issue with the omnipod pump. The patient did have other medical issues and described as experiencing type 2 diabetes, hypertension, depression, kidney disease (low kidney function) and a seizure disorder. The patient was on the following prescribed medications: amlodipine, atorvastatin, carvedilol, dexilant (dexlansoprazole), nuerotonin, aimovig (erenumab), hydralazine, keppra, zofran, oxybutynin, phenergan (promethazine), zantac, tizanidine, topamax (topiramate), diovan (valsartan), u-500 insulin 200u three times a day, lantis 150u once at night.